Event description:
Pt had taxus stent placed in left anterior descending coronary artery. Had stent thrombosis eight mos later. Lumen widely patent following thrombolytic therapy. Thrombolysis achieved in two hours, but cardiogenic shock resulted and pt expired two days later. Believe stent thrombosis this late and unusual event with drug-eluting stent.